Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during basal delivery as well as when bolusing. The customer's blood glucose was 156 mg/dl. Troubleshooting could not be performed because the call with the customer was disconnected. The customer expressed that she always received a no delivery alarm the second day after an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.